Event description:
Triggers migraine; every day I have to wear the face mask medical device under eua, I get an excruciating migraine after approximately 30 min. Additionally, I am hearing impaired and everyone else wearing face masks makes it virtually impossible for me to engage in reasonable public settings because I need to see people¿s mouths to hear/ understand what they are saying. The forced isolation the masks cause me is becoming unbearable. The human condition includes our exposed faces to be healthy and connect with others. We are not designed to live in isolation and devoid of facial expression. All face coverings. FDA safety report ID # (B)(4).